Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause was unable to be determined. Medical records identified the following: the patient appeared to have a poor cement metal and cement bone interface. No evidence of infection. Patient revised due to painful aseptic loosening. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part # 183004/ vanguard cr ilok fem/ lot # 236050. Part # 141232/ biomet cc cruciate tray/ lot # j3233421. Part # 184762/ series a pat std/lot # 228210. Part # 183420/ vngd cr tib brg/lot # 966970.

Event description:
It was reported that patient underwent hip revision surgery 4 years post implantation due to painful aseptic loosening and was noted to have poor cement metal and cement bone interface without evidence of infection note. Attempts have been made and additional information on the reported event is unavailable at this time.